Event description:
The hcp reported that the patient had an inflammatory mass at the catheter tip with spinal cord compression. No patient symptoms were reported. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.